Manufacturer narrative:
The physician's comments regarding the death and thrombotic event was that it may be due to the pt's blood clotting abnormality because the pt repeatedly experienced thrombus even in the femoral artery while inserting the iabp and is not related to a problem with the cypher stents. The pt's index procedure for cypher stenting was an elective case. The target lesion was the proximal circumflex/first obtuse marginal (om). The lesion was reported to be: de novo, concentric, a bifurcation lesion, 60 mm length, 2.5 mm vessel diameter, and type c. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 10 atm for 30 sec. A cypher 2.5 x 18 mm stent (stent #1) was implanted at 14 atm for 30 sec. A 2.5 x 28 mm stent (stent#2) was implanted at 14 atm for 30 sec proximal the first stent. A cypher 2.5 x 23 mm stent (stent #3) was implanted at 14 atm for 30 sec proximal to stent #2. All three stents were implanted in overlapping fashion. The stents were post-dilated with a 2.5 x 20 mm balloon at 14 atm for 30 sec. The flow pre and post-procedure was timi 3. Ivus was not done. The residual stenosis was 0%. An act was not measured. Please note that device is distributed outside the us, however, it is similar to the us product. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This is one of 3 products used during the same procedure. Please reference MFR report # 9616099-2008-00198, # 9616099-2008-00199 and # 9616099-2008-00200.

Event description:
The report received from the affiliate indicated that a pt with a history of a previous thrombotic event after bare metal stent (bms) implantation that required coronary artery bypass graft (CABG) surgery, experienced chest pain and was unstable. The target lesion for the bms implantation was the left circumflex. No additional info was available regarding this procedure/event. Six days after the reported chest pain, the pt had an elective procedure to treat the proximal circumflex/first obtuse marginal (om) target lesion. A few hrs after implantation of 3 cypher stents, the pt complained of chest pain. Coronary angiography was done and thrombus was observed proximally in the previously implanted cypher stents. The acute thrombosis was treated by balloon angioplasty and aspiration of the thrombus. An intra aortic balloon pump (iabp) was inserted. The pt was reported to have developed an acute myocardial infarction (ami). A balloon catheter (non-cordis product) was inserted to treat the ami, but a dissection occurred. At the same time, thrombus was observed in the femoral artery and was treated with an unk bms. The flow was reported to have recovered. It was not known what was done to treat the dissection. The pt's condition did not change and the pt expired two days later.